Event description:
Physician reported that patient had surgery to repair a uterine prolapse in 2001. A wedge-shaped segment of posterior vagina was excised exposing the levator muscles. These muscles were approximated with a running suture. Patient developed a stitch abscess and surgery was performed 6 months later to excise a wedge-shaped segment of the posterior vagina and suture.